Event description:
It was reported that the patient presented for in clinic follow-up. The implantable cardioverter defibrillator (ICD) was found in backup mode with high voltage (hv) therapies disabled. The ICD and right ventricular (rv) lead had delivered inappropriate shocks. The patient experienced psychological discomfort and would not get out of bed to avoid being shocked. Fluoroscopy was performed and rv lead fracture was noted. Programming changes were attempted to restore the device, however, were unsuccessful due to telemetry loss. The physician explanted and replaced the ICD. Additionally, the rv lead was replaced. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Reported event of inappropriate or unexpected reset was confirmed. Reported event of inappropriate, inadequate shock stimulation was not confirmed. Reported event of failure to interrogate was not confirmed. The device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due to power on reset (por). The device was unable to be restored from backup vvi mode. The device was cut open and battery voltage was found at end of life (eol) level. A longevity calculation was performed and found the battery depletion was premature. Electrical testing revealed no high current drain sources. Battery analysis by the manufacturer found lithium cluster formation within the cell. The cause of reported events and the premature battery depletion is consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow-up. The implantable cardioverter defibrillator (ICD) was found in backup mode with high voltage (hv) therapies disabled and inappropriate shocks had been delivered. The patient experienced psychological discomfort and would not get out of bed to avoid being shocked. Programming changes were attempted to restore the device, however, were unsuccessful due to telemetry loss. The physician explanted and replaced the ICD. The patient condition was stable.